Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheters is confirmed and was determined to be use related. Four 4fr sl powerpicc catheter were returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue on each sample. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product samples were evaluated and each contained a split within the catheter body. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was longitudinally aligned along a molding feature. Fracture edges which were rounded and polished due to repeated material wear. Material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structures revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that on (B)(6) 2023, the patient was referred from the oncology dept. Day hospital to the PICC/midline outpatient clinic for axillary pain and swelling in the arm from overflow following the infusion of chemotherapy therapy (irritant drugs) via PICC. Following after ultrasound examination, the decision was made to remove the catheter. At removal of catheter, catheter fissure is detected approximately half the circumference at the 7cm level. Actions taken - the procedure for the treatment of the starvate has been activated. No other information provided. Four devices were returned for evaluation. This report addresses the third device.

Event description:
It was reported by the customer that on (B)(6) 2023, the patient was referred from the oncology dept. Day hospital to the PICC/midline outpatient clinic for axillary pain and swelling in the arm from overflow following the infusion of chemotherapy therapy (irritant drugs) via PICC. Following after ultrasound examination, the decision was made to remove the catheter. At removal of catheter, catheter fissure is detected approximately half the circumference at the 7cm level. Actions taken - the procedure for the treatment of the starvate has been activated. No other information provided. Four devices were returned for evaluation. This report addresses the third device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that on 19/10/2023, the patient was referred from the oncology dept. Day hospital to the PICC/midline outpatient clinic for axillary pain and swelling in the arm from overflow following the infusion of chemotherapy therapy (irritant drugs) via PICC. Following after ultrasound examination, the decision was made to remove the catheter. At removal of catheter, catheter fissure is detected approximately half the circumference at the 7cm level. Actions taken - the procedure for the treatment of the starvate has been activated. No other information provided. Four devices were returned for evaluation. This report addresses the third device.